Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. One complaint sample was returned for evaluation for the actuation failure of probe the probe sample was visually inspected and deemed nonconforming. The needle is bent approximately 20 degrees. Actuation testing was performed and deemed nonconforming. The cutter would not open or close completely. Aspiration and cut testing was performed and deemed conforming. The sample was disassembled and the components inspected. There is approximately 15-20 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the needle. Inner cutter is severely bent. No wear at bend area. The actuation test was performed on the disassembled probe and the actuation test was then to be found conforming. The initial test was deemed nonconforming due to the cutter not opening or closing completely. A retest showed the sample was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe had an actuation issue. The reason for the actuation nonconformance is due to the cutter not being able to open or close completely. The most likely root cause due the cutter not being able to open or close completely is due to the interference that impeded the movement of the cutter shaft during the 15-20 minutes of surgical use. This interference is present as observed from the severely bent inner cutter. How and when the needle and the inner cutter became bent cannot be determined from the evaluation. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. No specific action with regard to this complaint was taken because the exact root cause cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe actuation failed during a procedure. The condition of aspiration was unknown. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.